Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/11/2015.

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: when the surgeon tried to apply the clips to the cystic artery, no clips deployed from the applier. The clips did not fire after greater than three attempts at cystic artery. There was unanticipated blood loss of more than 500 cc by 500 mls. Surgical time was delayed by more than thirty minutes due to the product problem. A new endoclip was opened and used. There was no unanticipated tissue loss. The incision was not extended by more than one inch. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There were no functional abnormalities noted during testing. The instrument was engaged in the end of firing safety interlock. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: the surgeon was able to squeeze the handle but no clips were able to load properly into the jaws. The blood loss was caused by the trauma of applying the device and trying to fire the clips which didn't deploy. No blood transfusion was needed.